Manufacturer narrative:
It was reported that a colonic ftrd set (cftrd) was used because of a colon lesion of 1,5 cm size. The clip was successfully applied during the procedure, however the snare slipped and cut outside of the cap resulting in a perforation. The perforation was closed with endoclips and the patient was discharged. The patient then had to be readmitted but did not need surgery. The patient recovered well after the incident. Most likely the device and endoscope have been moved after clip deployment and snare closure. This can happen when users wait before they close the snare plus actuate suction. Then the suction can aspirate tissue from a site next to the clip into the cap and this tissue can get erroneously resected. This sequence of events requires two unsuitable maneuvers, making a pause between clip deployment and snare closure and moving the scope during that. As all components and finished products undergo a thorough quality inspection, a manufacturing related error can be excluded with very high probability. Also, none of the dmr´s showed any deviations. It is recommended to close the snare rapidly after clipping, keep the scope position constant. Based on the available information, this has been a procedural complication, not a technical failure.

Event description:
A colonic ftrd was used to treat a colon lesion of 1,5 cm. The clip was successfully applied during the procedure, however the snare slipped and cut outside of the cap resulting in a perforation. The perforation was closed with endoclips and the patient was discharged. The patient then had to be readmitted but did not need surgery. The patient recovered well after the incident.